Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt318 optiflow junior nasal cannula was found to be broken before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information, photograph and video provided by the customer and our knowledge on the product. Results: visual inspection of the provided photograph and video revealed that the tubing of the opt318 optiflow junior nasal cannula was damaged. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Manufacturer narrative:
(B)(4). **UDI related data quality updates only** corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare, section d2a: common device name updated to nasal cannula, section d2b: product code updated to btt, section d4: UDI details updated - expiration date added, section g1: contact person updated to mr. (B)(4), section g4: PMA/510(k) number updated to k162553. Method: the complaint opt318 optiflow junior nasal cannula was not received at fisher & paykel healthcare (f&p) for investigation. Our investigation was thus based on the information, photograph and video provided by the customer and our knowledge on the product. Results: visual inspection of the provided photograph and video revealed that the tubing of the opt318 optiflow junior nasal cannula was damaged. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. All optiflow junior cannulas are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. Samples are also taken and pull tested to check the tube tensile strength and the glue joint strength at the cannula/tube joint, as well as the swivel grip joint. The subject cannula would have met the required specification at time of production. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. - do not stretch or crush tube.

Event description:
A distributor reported on behalf of a healthcare facility in china that the tubing of an opt318 optiflow junior nasal cannula was found to be broken before use. There was no patient involvement.